Event description:
Pt is a (B)(6) male with esrd on chronic hemodialysis. On (B)(6) 2010, he had a hemostream chronic dialysis catheter inserted in interventional radiology. This catheter was removed on (B)(6) 2010, due to positive blood cultures. When the catheter was removed the radiologist noted that the cuff was not on the catheter. The radiologist was able to retrieve the cuff from the track. This is the second incident of the cuff on the dialysis catheter coming off the catheter and remaining in the pt when the catheter was removed on this pt.

Event description:
Caller states that patient reportedly received the following results on the inform system with comfort curve strips, compared to a lab result, within 10 minutes: 135 mg/dl (meter-venous), 260 mg/dl (meter-capillary), 129 mg/dl (lab) no actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.